Event description:
It is reported that the ball tip broke off when the surgeon was tightening the tibia resector.

Manufacturer narrative:
This report will be amended when our investigation is complete.